Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 0087072. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Due to the limited investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that 20 bd q-syte¿ micro bore extension sets leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "when q-syte is used, the extension tube leaks and 20 are affected".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 20 bd q-syte¿ micro bore extension sets leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when q-syte is used, the extension tube leaks and 20 are affected"